Event description:
It was reported to gore that a gore® cardioform asd occluder was implanted on (B)(6) 2024, in order to treat a patient with an atrial septal defect (asd). After the device implantation the patient was recommended to take clopidogrel and aspirin. For unknown reasons the patient took for 3 months only aspirin without clopidogrel. After approximately 4 months during a regular control, it was seen on the echocardiography that the patient has a thrombus at the right gore® cardioform asd occluder disc (size ~12mm x 4mm). Patient remains in the hospital under control and was given novel oral anticoagulants (noac). The patient was also explained again the importance about taking her medication.

Manufacturer narrative:
H3: other code and h6: code b20 - the device remains implanted. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging have been provided by the physician. A review of patient imaging is underway. The gore® cardioform asd occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The imaging evaluation confirmed an echogenic mass organized on the right atrial disc of the gore® cardioform asd occluder. The mass is irregular, mobile, and protrudes out into right atrium. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The patient not taking the recommended medication could have contributed to the incident. Updated h6: added type of investigation code b13. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1001, code d16 is no longer applicable.